Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the 512hn trocar had a torn seal and lost pneumo throughout the case from the camera port. This same trocar was used to complete the case.